Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer changed the transfer set, the patient connector of the uv flash transfer set had a connection issue with the titanium adapter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.